Event description:
On 08/13/2009 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt received heparin during an (B) (6) 2007 insertion of a peritoneal dialysis catheter and in the days thereafter. Shortly after the pt began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Symptoms include congestive heart failure and extreme drops in blood pressure.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.